Event description:
It was reported by the customer as they were deploying a tissue marker, the introducer sleeve was also deployed into the patient's breast. The pathology results were positive for cancer; therefore, the patient will be scheduled for surgery and the introducer sleeve will be removed from the patient's breast at this time. The tissue marker stylet will be sent back for evaluation.